Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that after implantable pulse generator (ipg) implant procedure, when the device was checked after the implantation procedure ventricular pacing was random and there was pacing after the t-wave. It was also reported that, during implantation the leads sensing was checked was in normal range. After connecting the ipg to the leads the system was checked again by interrogating. After about 30 minutes another follow-up was performed and the ipg showed very low sensing parameters and therefore probably pacing inappropriately. The patient was taken to operating room (or) again to check if the leads were dislodged. The ipg was disconnected from leads and checked through the analyzer. The result showed that everything was ok with the leads parameters (sensing, threshold, and impedance). After, 40 minutes of pacing though the analyzer with good capture the ipg was connected again. The result was the same, inappropriate pacing and low sensing values. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.